Event description:
Reported was no drill bit in the cranial access kit when opening it . The surgeon had to get aa different drill to complete the procedure. The surgery was delayed approximately 1520 minutes with patient being under anesthesia.